Event description:
The suture was used during an unknown procedure. Reportedly, the suture became "unsweged" while being driven through the retroperitoneal aorta. The surgeon had to excise a portion of the aorta to recover the needle. No add'l info is available.